Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the issue was solved by cleaning the printed circuits boards (pcb's) from dust particles and needing to re-install the system software. The generated technical error can be confirmed in the provided log file. No parts have been replaced. According to the received information, the cause of the issue has been determined and was related to dust on pcb's and the need to re-install the system software.

Event description:
It was reported that the ventilator generated a technical error. There was no patient harm. Manufacturer's ref. #: (B)(4).